Manufacturer narrative:
Citation: onishi t, rao a, kini as, et al. Balloon rupture of a balloon-expandable valve in redo tavr for failed self-expanding valve. Jacc case rep. Published online january 14, 2026. Doi:10.1016/j.jaccas.2025.106548 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case involving a patient who had undergone transcatheter aortic valve replacement (tavr) with a medtronic 26 mm evolut r valve. As recounted, the evolut r tavr procedure was complicated by complete atrioventricular block anda low ejection fraction of 29%, which necessitated the implant of a biventricular pacemaker. Nine years after evolut r implant, the patient was hospitalized for heart failure and also experienced worsening dyspnea, fatigue, and bilateral leg weakness after the hospitalization. Echocardiography (transesophageal and transthoracic) identified the following issues with the evolut r: severe degeneration, thickened and calcified leaflets, a mean pressure gradient of 33 mmhg, bioprosthetic stenosis, severe transvalvular regurgitation, mild paravalvular leak, and a thrombus in the left atrial appendage. As written, ¿redo tavr was deferred because of the left atrial appendage thrombus, and oral anticoagulation was initiated.¿ but the authors quickly went on to state that given the patient¿s advanced age, worsening frailty, and extreme surgical risk, they decided to proceed with redo tavr. Before redo tavr, the left atrial appendage thrombus was removed via percutaneous suction, followed by successful left atrial appendage closure using a non-medtronic device (watchman flx). During redo tavr, the severely calcified supra-annular evolut r leaflets caused a balloon rupture during deployment of the non-medtronic transcatheter valve (23 mm sapien 3). The torn balloon catheter could not be retrieved through the non-medtronic system¿s sheath, so the ruptured balloon and sheath were withdrawn uncovered. Ultimately, a post-dilation was performed to fully expand the non-medtronic valve, and a covered stent was placed to address a left common iliac artery dissection that was observed following removal of the uncovered balloon and sheath. The post-operative course was uneventful, and the patient remained stable at the thirty-day follow-up.